Manufacturer narrative:
Concomitant medical products: catalog number: 00620204820 lot number: 60518416 brand name: tm modular cup, catalog number: 340009190 lot number: 2341851 brand name: cone prosthesis stem, catalog number: 14320720 lot number: 2335240 brand name: cocr head.

Event description:
It was reported that the patient followed up with surgeon due to being unsettled about their hip prosthesis approximately 12 years post implantation. Xrays revealed liner wear, osteolysis, and heterotopic ossification. Patient then underwent a revision procedure. During the procedure, a pseudocapsule was noted. It was also reported the liner was fractured into pieces, and that a new liner could not be implanted because the retaining feature of the cup was fractured off and unusable. A new cup and liner were implanted. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records and radiographs were provided and reviewed by a health care professional. Review of the medical records identified the following :patient visited the surgeon due to dislocation that occurred after a trauma during hiking. Patient was symptom free after closed reduction but remained unsettled. X-rays identified heterotopic ossification and small lysis in dorsal shaft area of prosthesis.patient had a dislocation during yoga. Patient was indicated for revision due to liner wear and underwent a revision procedure. During the procedure, blackish tinged effusion with pseudotumor was observed and dissected. Heterotopic ossifications and scar tissue were removed from within the acetabulum. The liner was broken into pieces and the rim/bridge that holds the locking ring was fractured. The cup, liner and head were removed. An allofit metalback 52mm with durasal liner 32mm and a biolox option head were implanted. There was no evidence of infection. Review of the radiographs identified the following : periprosthetic fracture of the left total hip arthroplasty at the level of greater trochanter. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00620204820, lot number: 60518416, brand name: tm modular cup; unknown stem; unknown head. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-07146. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patients liner was revised due to unknown reasons. During the revision, it was also noted that the acetabular cup had fractured leading the surgeon to revise the cup along with liner. Attempts have been made and additional information on the reported event is unavailable.